Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions, assisted the caller in resetting the pump, and advised the caller to continue using the pump while noting that they should call back if the malfunction code recurs. The caller acknowledged and understood these instructions.